Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a c-00 error message on the integrated electrosurgical unit (erbe) generator. The customer reported to have already restarted the device. The technical support engineer (tse) guided the customer in restarting the erbe generator; after the restart they had the c-33 error code. The tse informed the customer that the erbe generator would need to be replaced. The tse noted that they might be able to start using the generator, but the device could give a fault during the procedure. The customer had a backup force triad generator, so the tse guided the customer in connecting it to the system. The customer planned to drape the system and then test with some instruments before putting the patient under anesthesia. If there are further problems, they planned to call back to troubleshoot. There was no report of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field services engineer (fse) went onsite to further troubleshoot the reported issue. The fse replaced the integrated electrosurgical unit (erbe) due to the errors that were reported. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.